Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the health care professional noted the patient was implanted at a different facility and a couple of weeks ago patient admitted to a different hospital as having periods of around 3 to 4 seconds of asystole, and they noted similar oversensing after a pacing which was occurring intermittently and for one beat. Ventricular standstill was noted. Two weeks ago they changed rv sensitivity and that seemed to resolve the issue with asystole seen for one beat intermittently. Boston scientific technical services (ts) discussed possible programming options for this patient and adjusting the sensitivity. Ts also noted that taking an x-ray may be considered to determine lead position. The health care professional noted that the device will be reprogrammed and the patient will be monitored for a few days. No additional adverse patient effects were reported. Additional information noted that the device was reprogrammed which resolved the issue. No further changes were made.